Manufacturer narrative:
(B)(4). The device was returned and the evaluation was completed. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause of the issue was determined to be that one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified, which occurred in the therapy initiated on (B)(6) 2014 at 00:55:24. During night drain cycle three, the patient's ultrafiltration reading was 1219ml, indicating the home patient drained 1219ml more than their maximum programmed fill volume of 2000ml. No additional information is available.